Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for spinal pain and complex regional pain syndrome. It was reported that a lead migration was noted through a x-ray. Reprogramming was unsuccessful so a lead revision was done to resolve the event. There was no patient symptom reported.

Event description:
Information was received from a manufacturer's representative via a health care provider regarding a patient with an implantable neu rostimulator (ins) for spinal pain and complex regional pain syndrome.